Event description:
Discordant, falsely elevated creatinine (crea) and blood urea nitrogen (bun) results were obtained on two patient samples on a dimension vista 1500 instrument. The initial crea results were automatically repeated on the instrument due to errors. The rerun results were also flagged by the instrument, as well as the initial bun results. The discordant results from the initial bun and repeat crea run were released to the physician(s), who questioned them. The patient samples were repeated on another dimension vista 1500 instrument, and the expected results were obtained and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated crea and bun results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated during the call that their quality controls are now out of range and that an aliquot probe clog detect error was received during sample run. Tsc reviewed the instrument data, and found frequent aliquot probe clog detect errors. Tsc instructed the customer to replace and align the probe, and the alignment passed. A siemens global product support (gps) specialist reviewed the instrument data, and found that the instrument flagged the results that the customer reported out. The customer repeated the samples on an alternate dimension vista 1500 and results were as expected. It is unknown if the customer repeated the samples on the same instrument after troubleshooting. The cause of the discordant, falsely elevated creatinine (crea) and blood urea nitrogen (bun) results is unknown. The instrument is performing within specifications no further evaluation of the device is required.